Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on november 30, 2007 and alleged that the label information as missing from her one touch ultra test strip vial. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the one touch ultra test strip vial she just finished a few days ago did not have a code number, lot number, or an expiration date on it. She did not realize that her meter may not be coded properly when using those test strips. She first noticed that her readings were strange in the beginning of november (no blood glucose results were provided). The patient also reported feeling sweaty and incoherent at the time the issue had begun. As a result of the report issue, she took an increased dose of diabetes medication. The patient takes 40 units of lantus and 14 units of humalog before each meal. She self treated with oral glucose. The patient was not tested on another device. This complaint is being reported because the patient claimed she increased her diabetes medication as a result of the "strange" readings which she attributed to the alleged labeling issue and experienced symptoms suggestive of hypoglycemia. Replacement products were sent to the lay user/patient.